Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse confirmed the slow leak. Fse replaced the tubing, a/b valve, t-valve, and the collar wash vavle to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 800 system leaked fluid from reagent probe. The issue was referred to a bec field service engineer (fse). The customer stated that the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.